Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator (vc) reported that when the system controller was initially plugged into the power module pt cable during pump prep to burn the motor in, it did not behave appropriately. When it began to alarm, the vc pressed the "silence alarm" button; however, the alarm would not silence. The button disappeared which lead the vc to believe she pressed the button correctly, but it continued to alarm. It would not silence until the vc turned on the "extended silence" alarm due to the sterile area being contaminated, the vc disconnected the system controller from the power module (pm) and reconnected it. Again, it would not silence when the button was pressed, but did when the extended silence was pressed. The pump started appropriately during burn in, but when it was time for it to be turned off, the pump would not turn off. When the pump stop button was pressed it displayed "pump stopping", but did not count down. Approximately 6-7 attempts to stop the pump were made and the same thing happened. Next to the "pump stopping" message the vc would intermittently see the number 82 or 81 display. Eventually, the vc tried to turn the speed up to see if other commands would respond and she was able to turn the speed up without any issue. When the vc tried to stop the pump after changing the speed, it stopped appropriately. A second sterile system controller was obtained and operated as intended.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.